Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The subclavian vein is occluded so all three leads were removed so new ones could be implanted. The patient's OEM lv lead had dislodged and that is when the occlusion was noted. There are no complaints with either the ra or rv leads and no adverse patient side effects from this procedure. They were all successfully replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 55 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal part including the yoke and the connector pin was not returned. It is reasonable to assume that the lead was cut during the surgery. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed cuts in the insulation and deformations of the distal shock coil which occurred most likely during the surgery. Blood penetrated the lead. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported dislodgement. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.